Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, plastic distal end cover had foreign material was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the plastic distal end cover had foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.